Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and logs show that sureform 30 curve-tip instrument (part #488530-10; lot #u90220315-0020) was installed 5 times and fired 5 reloads (all white). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. A review of a provided video was performed by an isi clinical development engineer (cde). The following additional information was provided: it is confirmed that at around 1:14:00 in the video, there was oozing observed after the stapler fire and the oozing was quickly resolved by the surgeon by using gauze. It cannot be determined why the oozing occurred from this video alone and as the surgeon explained, the oozing observed may not be specific to da vinci staplers and can occur in any stapling procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary left upper lobectomy procedure, slight oozing was observed from a large pulmonary artery branch after a white sureform 30 reload was fired on the vessel with a sureform 30 curved-tip stapler instrument. The surgeon used applied pressure with gauze to achieve hemostasis. Although the surgeon attributed the bleeding to challenging tissue and pressure from the vessel, the cause of the patient¿s intra-operative complications is unknown.

Event description:
It was reported that during the da vinci-assisted pulmonary left upper lobectomy procedure, slight oozing was noted from the staple line after a white sureform 30 reload was fired with a sureform 30 curved-tip stapler instrument on a large pulmonary artery. The surgeon used gauze and applied pressure to control the oozing. On 06-jun-2022, intuitive surgical, inc. (Isi) received additional information about the complaint. Based on a discussion between an intuitive surgical, inc. (Isi) surgical stapler mechanical engineer and the surgeon, the stapler was inspected prior to use and no damage or issues were noted. After the surgeon fired a white sureform 30 reload on the large pulmonary artery branch, minor oozing was noted which stabilized in less than five minutes. The sureform 30 curved-tip stapler instrument was in use for one hour and the issue occurred on the third staple fire. There were no error messages and the surgeon did not encounter any clips, sutures, or obstructions. There was no presence of calcified or radiated tissue, or tissue bunching or tension. There were no clamping issues or malformed staples noted. There was approximately less than 20 ml of blood loss. The surgeon attributed the bleeding to challenging tissue and pressure from the artery. The surgeon explained the bleeding was typical for a challenging fire and this would have likely happened to any other stapler. The bleeding was addressed with minor pressure and gauze.